Manufacturer narrative:
(B)(4). Date sent: 6/16/2025. D4 batch #: y70401. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, with a staple embedded. In addition, the blade tip was noted to be tip off returned the device was disassembled to verify the condition of the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade and the tissue pad could get damaged. Subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number y70401, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to continue the surgery. There was no patient consequence reported. No additional information can be provided.